Event description:
Healthcare professional reported for left side "potential alcl (not confirmed)", "rupture". The device has been explanted. Healthcare professional reported "significant enlarging size of the left breast", "swollen", "fluid surrounding the implant capsule", "pain", "abnormal amount of peri-implant fluid on the left. This may indicate inflammatory change but alcl must be included in the differential diagnosis". Per histology report "there is no evidence of malignancy", "fibrosis, mild chronic inflammation and foreign body giant cell reaction". Also reported "left sided chest pain", "night sweats" which is not related to the device. Treatment: antibiotics. Device was found intact upon explant.

Manufacturer narrative:
Initial reporter name postal code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: potential alcl (not confirmed)case. (B)(4).